Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), atrial lead and right ventricular lead were broken. The crt-d detected noise on both the non-boston atrial lead and the rate/sense portion of the right ventricular lead. This noise was oversensed which resulted in unnecessary anti-tachycardia pacing and shocks. The patient was not dependant and there was no asystole reported. This was a sub-muscular implant. In addition, the impedance on the non-boston atrial lead measured from 614 to <200 ohms. The impedance on the right ventricular lead was stable in the 400 ohms range until recently went up to 1010 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As a result it was initially reported that the physician explanted the device and surgically abandoned both leads. However, a representative later provided that the physician had left the device implanted. The physician was originally concerned if the device header was involved. However, there were no visual problems with header and device function was normal at end of case and at the next day check. New leads were successfully implanted. The device was being returned for analysis. Investigation is complete to date. Should additional information become available this event will be updated.